Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 203 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the pump. Customer was advised to perform self test and test did not passed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Hardware low level failures alarmed during self test and confirmed in insulin pump history with variable (003) due to broken trace at pin 1 (vdd) and pin 6 (sda) on keypad assembly.